Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to sensing of noise. The patient was brushing their teeth at the time. Physical maneuvers were performed, and the noise was not reproducible. The patient underwent treadmill testing, and the automatic set-up was completed. The s-ICD was subsequently programmed to the primary vector. The s-ICD remains in service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to sensing of noise. The patient was brushing their teeth at the time. Physical maneuvers were performed in-clinic, and the noise was not reproducible. The patient subsequently underwent treadmill testing, and the automatic set-up was completed. The s-ICD was then programmed to the primary vector. The s-ICD remains in service. Additional information received indicated that the patient recently underwent a surgical procedure (not specified) during which time the s-ICD delivered three shocks, only one of which was stored. Technical services discussed that during magnet application for therapy inhibition during the procedure, treated episodes are not stored by the device. The first shock had been delivered prior to the magnet application and thus was stored. It was also discussed to verify proper magnet positioning and securing to successfully inhibit therapy. No adverse patient effects were reported.